Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The technician found the release cable on the mechlock was frayed. The technician replaced the mechlock and the release cable to repair the bed.